Event description:
(B)(6). I became so ill my family doctor did an emergency CT scan so I didn't have to wait in the waiting room I found out the coil after over a year shifted into my uterus and I had become 12 wk pregnant. I spent time in ER to become hydrated and many visit to high risk obgyn and cardiologist as well as time in the ICU missed a lot of work since then I continue to have bad cramps back pain and bladder problems. I had the test and was told it was 100% blocked.